Manufacturer narrative:
Longevity overestimation was confirmed. The device was above elective replacement indicator (eri) level during the implanted period. The device triggered backup operation post-explant consistent with exposure to cold temperature. Longevity analysis found the battery depletion to be normal. The device functioned normally during the analysis. No anomalies were detected. Longevity analysis was performed, and results indicates the battery depletion to be normal. The longevity discrepancy observed in the field is consistent with a merlin programmer overestimation calculation.

Event description:
It was reported, the device reached elective replacement indicator (eri) sooner then the estimated longevity at the previous follow up. Longevity overestimation due to the device was suspected. The device was exchanged due to normal eri. The patient was stable.